Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "gel bleed".

Event description:
Explanting physician reported "gel bleed" diagnosed during explant surgery. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: gel bleed not observed. Additional observations: crease flat observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side "gel bleed". Diagnosed, during explant surgery. The device has been explanted.